Event description:
It was reported that an insertable cardiac monitor (icm) was implanted and reached its recommended replacement time (rrt) earlier than expected, approximately one week after implantation. Due to this premature rrt indication, the device was requested for replacement and return for analysis. The icm remains in service at this time, and no adverse patient effects have been reported.